Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the power switch was not working, the switch knob was out of alignment with the switch. The power switch was repositioned and secured to resolve. It was further noted that the "impedance 7" segment of the liquid crystal display (lcd) had a segment missing and the lcd was therefore replaced. The device passed its final functional test (and it was noted that the functional test was performed using the footswitch that the customer returned) and no other anomalies were found. (B)(4).

Event description:
It was reported that the radiofrequency ablation generator's power switch was not working, that it would not turn to "off." Follow-up determined that this was the power button to the generator and not the foot switch. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.